Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported that the customer had normal blood glucose levels of 116 mg/dl. The customer reported a blank display on the insulin pump. The customer further reported that there were multiple low battery alerts prior to the blank display on the insulin pump. The customer installed a new alkaline battery and the display on the insulin pump returned. The customer reported that the insulin pump was still running slow though. The customer declined to troubleshoot and reported that the insulin pump was going to be replaced soon. No additional information was provided.